Event description:
It was reported the single use mechanical lithotriptor broke in two pieces. The issue occurred during preparation for use prior to a unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated d8 and h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned, the reported malfunction could not be reproduced. The likely cause could be that the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). The instruction manual contains a warning to the user regarding this event. When using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.